Manufacturer narrative:
E1. Initial reporter facility name and phone: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. No kinks or damages noted on hypotube shaft profile and shaft polymer extrusion profile. A detailed microscopic examination of the balloon material identified a pinhole 1mm proximal from the proximal markerband when attempting to inflate to rated burst pressure. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. No other device issues were identified during returned product analysis.

Event description:
Reportable based on the device analysis completed on 30jan2026. It was reported that the balloon could not inflate. The target lesion was located in the proximal segment of the diagonal branch artery. A 10mm x 2.00mm wolverine coronary cutting balloon monorail was selected for use. The balloon was inflated one time at 6-10 atm before it was noted that the balloon could not be inflated. The procedure was completed by replacing the device. There were no patient complications. However, the device analysis revealed a pinhole.